Manufacturer narrative:
One used deltec® port-a-cath®ii power p.a.c. Implantable access system with a loose length of catheter measuring nine inches was received for investigation. Visual observation of the catheter did not find any holes, however, it did find several longitudinal slits, all approximately ¼ inch in length and located two inches from where it had been attached to the portal. The location and physical characteristics of the slits are consistent with the catheter having been exposed to first rib/clavicle compression syndrome as described in the product instructions for use section ii warnings, 3rd bullet. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
See MFR: 3012307300-2018-00279, 3012307300-2018-00280, 3012307300-2018-00281, 3012307300-2018-00282.

Event description:
It was reported that the explanting doctor noticed holes in the catheter of a deltec® port-a-cath®ii power p.a.c. Implantable access system. Issues with the catheter had to be explanted when one patient complained of pain. There was no patient injury associated with this occurrence.